Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and it was non reactive. The customer's blood glucose level was over 300 mg/dl. The customer also reported that the display did not returned after insertion of new battery. The customer declined troubleshooting for high blood glucose. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Insulin pump received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address or serial number label and cracked belt clip slot.